Event description:
It was reported that upon opening the outer carton of a 18g x 25cm biopsy instrument, one device inside of the five pack box was allegedly labeled as 16g x 6cm biopsy instrument. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one sealed maxcore biopsy needle was returned for evaluation and two electronic photos were provided for review. The sample evaluation and photo review could not confirm that the unit in question was sealed in the case provided in the photo review. Additional evaluation was performed. It was determined that the account number for the reported facility did not have any mc1616 devices shipped directly to it. A manufacturing review identified no discrepancies that would indicate a product mix-up at the manufacturing site. Additionally, it was noted that the lot number on the case labeling was shipped two months prior to the lot number on the unit labeling. Based on all of the information provided and reviewed, the investigation is inconclusive for the reported product mix-up. Based on the manufacturing controls in place and release dates of the affected lot numbers, it is unlikely that the reported product mix-up occurred during manufacturing. However, the definitive root cause could not be determined based upon available information. Potential contributing factors include mix-up during shipping/handling of device after shipment from the manufacturing site and mix-up after opening at the facility. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that upon opening the outer carton of a 18g x 25cm biopsy instrument, one device inside of the five pack box was allegedly labeled as 16g x 6cm biopsy instrument. There was no patient contact.